Event description:
Reporter alleged blood glucose measured 267 ml/dl at 9:04 pm so customer took 15 units of premixed insulin and 20 to 30 minutes later passed out. It was stated the emergency medical technicians (emts) were called and their device read 39 mg/dl. Customer stated being treated with a glucose IV and glucose paste. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.